Event description:
In 2008 - tsr said the left and right siderails were loose, and would not latch. He said nobody was hurt. At about 6 days later - tsr replaced the siderail arm outer support (part number 68873), the d-pins (part number 4727102pl), and the dowel pin (part number 69078pl) on both head siderails and the siderails functioned as designed. The parts removed from the bed have been scrapped.